Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. During evaluation measurements of the trocar and cannula reveal that both parts met manufacture specification. A visual inspection revealed damage to the device in the form of a bent bore resulted in galling. The bend and the galling together caused the condition described in the customer's complaint. This evaluation determined that the reported event occurred due to questionable user handling.

Event description:
It was reported that the trocar included with the ar-3210-0040 is too tight a fit in the cannula.